Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., (B)(6), thailand, registration number: (B)(4). The reported gladius 18 guide wire was returned for investigation. The returned gladius 18 guide wire was found with its polymer jacket torn off at approximately 22mm distal to the proximal solder (set at 50mm from the wire tip to fix the outer coil onto the core wire). The outer coil was found fractured at approximately 30mm distal to the proximal solder. The inner coil and the core wire were found fractured at approximately 40mm from the distal solder. Microscopic observation of the fracture end of the inner coil found that the inner coil was elongated. Each of the fracture ends of the inner coil and the core wire was found necked, indicating that tension attributed to fracture. Polymer jacket was removed for observation purpose. Observation of the fracture segment of the outer coil found that the outer coil was elongated for approximately 12mm from the proximal mid solder (set at 33mm from the wire tip to fix the outer coil onto the core wire) and fractured. Microscopic observation of the fracture end found necking due to tension applied. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that tension applied to the subject gladius 18 guide wire while it was caught by the lesion or the deployed stent, causing the core wire, the inner coil, and the outer coil to be fractured. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ separation of the guide wire.

Event description:
It was reported that an asahi cladius 18 guide wire was contralaterally advanced to treat an in-stent stenosis in the right outer iliac artery during percutaneous peripheral intervention (ppi). When attempts were made to remove the gladius 18 guide wire, its distal segment was fractured and detached, leaving a fragment left in the internal iliac artery. After further removal attempts, the subject gladius 18 guide wire was deformed but eventually taken out from the patient anatomy. A part of the guide wire fragment was left in the bifurcation of the left external iliac artery. Removal attempts with a snare were made but failed to remove any of the fragments, and the physician decided to leave the fragments in situ.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history review, and referring to known similar events, it was presumed that tension or torsion generated with pulling or torquing manipulation might have been locally accumulated on the subject gladius 18 guide wire while its tip was caught by the lesion. Consequently, the subject segment of the guide wire was separated. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ separation of the guide wire.